Event description:
Event is on going since june 15th. Customer reported the extension set, 20059e, is splitting when flushed (primed) using pre-filled saline syringes. Reported, the user will flush the 20059e using an excelsior medical zr 10ml prefilled saline syringe, prior to starting the IV and the tubing will split because of the force needed to flush the tubing. No pt or staff harm reported. No additional event details available.

Manufacturer narrative:
(B) (4). (B) (4). The extension set was received. A follow up report will be filed, upon completion of the investigation.